Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr1858 showed twelve other similar product complaint(s) from this lot number.

Event description:
It was reported the proximal segment of the guide wire is split and cannot be used normally. No other information was provided.